Event description:
The customer reported that the system displayed an error code during boot up. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the ps1 power cable and the batteries. He tested the system, and the system operates as intended.